Event description:
Report rec'd of catheter balloon rupture which was discovered upon removal from the pt. It was reported that a preinsertion check of the catheter balloon was conducted. Immediately following insertion, attempts to wedge the catheter were unsuccessful. The catheter was then removed and the balloon rupture was discovered. The balloon appeared to have all pieces intact. There was no report of any pt harm. No specific pt info was available from the customer.